Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed based on analysis of the retrieved archive data but not during the functional testing. However, the platform failed the functional testing due to the user advisory (ua) 19 (max applied load exceeded) error message as an indication of the failed load cell module. The root cause for the reported (ua) 07 and observed (ua) 19 errors was a defective load cell that was likely attributed to mishandling such as a drop or a defective component. The customer reported user advisory (ua) 15 (position < minimum patient depth position at start of take-up) was not confirmed during the archive review and functional testing. Possibly, the customer inadvertently reported this error. During visual inspection, there was no physical damage observed on the autopulse platform. The device failed functional testing, due to user advisory (ua) 19 as an indication of the failed load cell module. The load cell characterization test revealed that one of the load cells was out of specification. The defective load cell was replaced to remedy the (ua) 07 and (ua) 19 errors. A review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message to have occurred around the customer's reported event date, thus confirming the reported complaint. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 15 (position < minimum patient depth position at start of take-up) error messages. No consequences or impact to patient.